Event description:
It was reported that the right ventricular [rv] lead had high thresholds and was undersensing one day post implant. Dislodgement of the rv lead was suspected. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.